Manufacturer narrative:
Trackwise ID (B)(6). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that the t.w. Power supply s/n (B)(4) did not work. No energy to hemopro/no power. Not under warranty. Changed out to another vh-3010 to complete case. No patient effects reported.

Manufacturer narrative:
Trackwise#:(B)(6). The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device serial conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.